Event description:
Patient identifier: (B)(6). Date of event: best estimate: (B)(6) 2014. According to the information received, upon removal of the catheter it was found that the balloon could not fully deflate. This seems to be due to the presence of a double balloon trapping in the balloon. This was not detected at the time of verification of balloon insertion. The balloon was inflated with water for inflation.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.